Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the spinal fusion surgery, the physician noted infection at the scs ipg site. As a result, the physician explanted the ipg and lead to address the issue.